Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator was not working properly. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the touchscreen was not responding to touch as expected. The bme calibrated the touchscreen, but the device failed to retain the calibration. The rse advised the bme to touchscreen replacement is the recommended correction. The customer was provided the part details for the part order. The customer bme confirmed the device was repaired by replacing the touchscreen. The device was verified as operational with performance verification testing after repairs were completed and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: g: contact information (B)(4).